Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Upon visual examination, it was found that the suture was separated from the needle. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent abdominoplasty on (B)(6) 2014 and suture was used. During the procedure, the needle broke off the suture while removing from the package. Procedure was completed with like device. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.